Event description:
Boston scientific crm received information that this lead exhibited a low shock impedance. The patient was brought into the clinic and all lead measurements were normal and stable. Attempts to recreate the low shock impedance was unsuccessful.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
The lead remains in service. No adverse patient effects were reported.